Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair procedure, the omnispan meniscal applier failed; the spring would not retract, which caused the fixation device to fail to deploy and fall into the joint space; was not able to retrieve it and is loose in the joint space. At this point the surgeon chose to perform a partial menisectomy for remedy. This added 45 minutes onto the procedure. Also see associated MDR 1221934-2010-00371.